Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that the stylus was not working. The stylus pointer was worn out. The stylus was replaced and calibrated. Analysis also noted that the power cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working. The programmer was returned for service. There was no patient involvement.